Event description:
When the device was received at the manufacturer for product analysis, the device was noted to be broken.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the guidewire separated at 27.4 cm from its proximal end. The guidewire was slightly bent at the separated site. The guidewire was twisted on its distal separated side. The guidewire was kinked at 25.0 cm, 35.2 cm, and 36.5 cm from the proximal end. Scanning electron microscopy of the device showed evidence that the suggested failure occurred from bending overload followed by a torsion overload. A probable cause of handling damage has been assigned to the complaint as the issue occurred when handling of the device without direct patient contact during the clinical procedure.

Event description:
When the device was received at the manufacturer for product analysis, the device was noted to be broken.

Event description:
When the device was received at the manufacturer for product analysis, the device was noted to be broken.